Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital replaced the absorbent canister to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
Per (B)(6) aer database: the hospital reported that the unit had a damaged absorbent canister that caused a leak during use on a patient. There is no report of patient injury.